Event description:
A 15 mm ruptured carotid bifurcation aneurysm was treated with 2 platinum and 13 hes coils. Coil sizes unknown. Pt presented with hydrocephalus 1 month post-procedure. Pt treated by lumbar puncture and symptoms resolved.